Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was explanted to address the issue.